Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient during rpv ablation, following rpv ablation, following lpv ablation, and following cti ablation. The ensite case study indicated increases in impedance during rf delivery in 18 ablation events throughout the study, and no temperature or power anomalies were noted. Nine ablation events that reached a maximum power of 41w lasted longer than 30 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pulmonary vein isolation procedure, a blood clot was observed on the catheter after the left and right pulmonary vein isolation had been performed in smooth tissue with point by point lesions. The patient's act level was around 400 and heparin was used for anticoagulation therapy. Each time the blood clot was wiped off with gauze. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.